Manufacturer narrative:
E1: phone ext (B)(6). One device was received for evaluation. Visual and functional testing was able to duplicate the reported problem. It was noted that the expulsor foam was torn and the expulsor and valves were greasy. It was determined that the root cause was due to the expulsor and the valves. The expulsor, expulsor foam, and valves were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an error: not infusing correct amount. There was unknown patient involvement.